Event description:
It was reported that a patient underwent a retroperitoneal aorto-bifem bypass with a left nephrectomy type incision on (B)(6) 2011 and mesh was used. The hernia was the size of a football. On (B)(6) 2011, the patient developed symptoms of an infection with leaking drainage and midline tissue granulation. There were two pinpoint areas that evacuated some clear liquid. The areas were cauterized with a silver nitrate stick in the office. On (B)(6) 2011, the patient returned to the office with minimal drainage that appeared purulent. The patient was started on bactrim and the area was packed with half inch packing. On (B)(6) 2011, the wound was looking better. Cultures came back (B)(6) and there was no drainage. On (B)(6) 2011 the wound was very shallow and was still packed. On (B)(6) 2011 the wound was almost healed and a CT scan was pending. The patient is currently on zythromax.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.